Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for glucose on a cobas b 221 analyzer and an accu-chek inform ii meter. It was asked, but it is not known if the same sample was used for each device measurement. This medwatch will apply to the accuchek inform ii meter. Please refer to the medwatch with patient identifier (B)(6) for information related to the cobas b 221 analyzer. The sample resulted with a glucose value of 40 mg/dl when tested on one device and resulted with a glucose value of 70 mg/dl when tested on the second device. It was asked, but it is not known which device was used for each measurement. The lot number and expiration date of the test strips and electrode were asked for, but not provided. The serial number of the accu-chek inform ii meter was requested, but not provided.